Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous proximal right coronary artery (rca). Another MFR's stent was placed in the mid rca. The physician encountered difficulty with delivery of the stent, therefore, opted to use a taxus express2 3.5x16mm drug eluting stent to treat the second site. The physician again encountered difficulty delivering the stent due to the tortuosity and calcification. "Then it seemed that the stent was scraped within distal guide catheter when the stent system was pushed." The stent delivery system was removed from the pt and the proximal edge of the stent was lifted up. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped, and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of this complaint is unk.